Event description:
It was reported that bd vacutainer® blood transfer device holder was unable to fill the tube completely. The following information was provided by the initial reporter: "multiple testing showed that only very little medium is transferred from the bottle to the tube. "

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for insufficient flow was not observed. The photo only shows a luer lok access device connected with a blood transfer device. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."